Event description:
Information was received indicating that a smiths medical fluid warmer was being used to warm intravenous fluids during a surgery and the infusion tube detached/broke before the two way connection. There were no reported adverse events.

Manufacturer narrative:
One unit was returned for investigation. Visual inspection confirmed the reported complaint issue. The root cause was traced to the issue happening after the device left the manufacturing site.